Event description:
A nurse reported that a patient (customer) was not able to test his glucose because, when a test strip was inserted into the port of his precision xtra blood glucose meter, the meter would not turn on. The customer was not able to state when the medical event actually occurred, but stated the meter has not worked since the very first time he attempted to use the device in 2009. The nurse further reported the customer developed an infection in his foot that is being treated with unspecified antibiotic therapy. Additionally, the nurse noted the customer will need a below the knee amputation if the infection does not go away. Customer also received a diagnosis of hyperglycemia, but there was no information regarding what treatment he may have received for that. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. A final report will be submitted when the investigation is complete. It should be noted: although the customer stated the meter has not worked since he first tried to use it, in 2009, customer has never called abbott diabetes care customer service for assistance with his meter. This complaint was reported by a nurse at the veteran's administration.